Manufacturer narrative:
Sciton clinical received an email from sciton service on (B)(6) 2025 at 13:55 pm. Sciton clinical called clinic rn at 14:04 pm to gather detailed information. Clinic rn reported that a bbl treatment was performed followed by a halo treatment on (B)(6). Halo treatment completed on the patient's right cheek without issue, however on starting the left cheek, during the second pass, clinic rn noted two small areas on the chin and one area on the lateral cheek that appeared to ooze and then noted tissue slough off. Treatment was discontinued at that time. Provider also noted that the bbl handpiece and adapters felt hotter to the touch. The customer has noticed that they are getting alerts that the device was too hot in the preceeding months but had not had a service inquiry until now. She did complete spot treatments for vessels, but this did not occur in areas of noted injury. Pdgf was applied at the conclusion of treatment, silvadene rx and alastin nectar was recommended to start on (B)(6) 2025. No defined follow up course was identified. Sciton clinical sent a follow up email immediately following the above call on 9/10/25 to request treatment settings and any photos. Sciton clinical recommended postcare measures including keeping the skin moist with an occlusive such as aquaphor, clean, and avoiding all sun exposure. Clinic rn shared during the phone call that patient has received treatments for nearly 10 years and no signifant changes from previous treatments were provided at time of service on (B)(6). Patient has no pertinent medical history and no topical or skin care considerations were identified to contribute to this event. Clinic rn sent photos on (B)(6) 2025 at 12:57 pm. She included the treatment record/settings and the photos of the patient from (B)(6) 2025. Treatment settings: bbl 6j/3 ms/25°c/4hz 560 filter 791 pulses with 15x45 and 15x15 adpaters (total 22525 j applied) 15j/20ms/18°c/1hz 560 filter with 15x15 with 140 pulses, 12j/10ms/18°c/1 hz 515 filter with 15x15 with 139 pulses, 20j/10ms/18°c/1 hz 515 filter with 7 mm circle to nose only with 17 pulses. Halo: 350/20%; 20/17%. Sciton clinical responded on 9/15/25 at 9:28 am to request if clinic rn had any additional photos, before photos, and update on the patient. Clinic rn responded same day at 15:17 pm with photos from three- and five-days post-procedure as well as a before photo. Before photo is a visia photo from approximately 4 months prior; no photos were taken prior to commencement of treatment on (B)(6) 2025. Sciton clinical responded on (B)(6) 2025 to again ask how the patient was doing and inquire if the patient was using rx'd medications or other products. As of (B)(6) 2025, no response had been received, so sciton clinical emailed clinic rn again to ask for a progress update. 9/23/25: sciton clinical sent an email to sciton service to gather information on device maintenance/pm that was to be scheduled. Sciton service responded with a copy of the customer service report; no noted issues were identified. On (B)(6) 2025, 14:06 pm: sciton clinical received an email from clinic rn with update that service had been completed, a new handpiece and adapters were provided to replace cloudy handpiece and damaged adapters, and that the patient was healing well, new photo provided. On (B)(6) 2025, 16:30 pm: sciton clinical responded to clinic rn's previous email and advised to decrease settings to safe starts or at least reduce by 20% considering the new handpiece and preventative maintenance completed. Sciton clinical reiterated to the customer that if she needs any additional clinical assistance, she can reach out to them directly. A significant amount of energy/pulses were applied during the treatment, it is unknown if the provider assessed for clinical endpoint or strictly applied treatment settings based on previous treatments completed. She did spot treat for visibile vessels, though she was unsure if the vessels had changed following base pass or corrective red pass before applying the vessel spot treatment. These spot treatments for vessels did not appear to clinic rn to be where the injuries occurred. When asked regarding achieving clinical endpoints, clinic rn reported that the patient has had numerous treatments over 10 years, all utilizing near identical settings but always with significantly better outcomes. She did not directly answer if clinical endpoint was observed or achieved. Sciton clinical discussed that energy applied over adequately treated tissue can contribute to injury to the skin; it was advised to treat to clinical endpoint and, once achieved, to conclude that aspect of the treatment. 10/03/2025 pm: sciton service engineer evaluated the handpiece. Gel got inside and stained the tec sapphire. Upon turning on the system, the sapphire became so cold that it froze the moisture on the outside surface. The handpiece was operating at a low power level. Sys = 15.25 efficiency/0.0173 gain (specification for the system is 16.00 efficiency, and 0.0205 gain), and 590nm filter=10.12 efficiency/0.0115 gain (specification for 590nm filter is greater than 9 efficiency, and 0.0140 +-0.0001 gain).

Event description:
On (B)(6) 2025, customer reached out to sciton service to report a thermal event/blistering after bbl/halo treatment.